Event description:
It was reported that during a lap appendectomy procedure, the device did not fire at all. No further info is available. Another device was used to complete to procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged cartridge lockout tab/ cartridge pan dislodged. Evaluation summary: the analysis showed that the device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. In addition, the reload pan was noted to be dislodged and with damage on the pan surface. The damage to the pan is consistent with an improper loading technique, when the reload is loaded improperly or long loading (holding features of the reload are not snapped on the channel windows) occurs at the moment of the firing, the reload will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.